Event description:
On january 13, 2007, the lay user/patient contacted lifescan alleging that his one touch induo was reading inaccurately high compared to his symptoms and to the paramedic's meter. Around a week prior to calling lfs, the patient tested on the meter prior to dinner (result unknown). He thinks he took 10 units of humalog after testing on his meter and then ate his "usual" amount of carbohydrates for dinner. The patient's insulin regimen is to take 10 units of humalog before each meal and to take an extra unit for every 50 mg/dl above 150 mg/dl. About 1 hr after dinner, he tested on his meter and got a "125 mg/dl." At the time of the test, he was light headed, but felt that did not have any "classic" low blood glucose symptoms. His wife felt he was hypoglycemic so she called the paramedics. While waiting for the paramedics, she gave him honey; he felt a little better afterwards. Within fifteen-thirty minutes later, the paramedics arrived. His blood glucose level was "41 or 42 mg/dl" on the paramedics' meter and was given 2-3 tubes of glucose gels. The paramedics waited until his blood glucose was above 100 mg/dl before they left. The customer care advocate (cca) verified that the meter was correctly set up, the test strips were in good condition, an approved sample was used, and the correct testing techniques was used; however, the cca noted that the incorrect technique was used to clean the puncture site. This complaint is being reported because the "125 mg/dl" did not correlate with his symptoms which suggest he may have been hypoglycemic. Additionally, the patient's meter read higher than the paramedics' meter. It is not clear the patient obtained a high result or took extra insulin prior to dinner; thus, it is not clear the meter contributed to the hypoglycemic event. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.